Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous air was observed during the loading process. Customer continued to use cartridge for insulin therapy. Customer's blood glucose was not impacted.